Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage modular cable could not be confirmed through this evaluation. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the damaged modular cable could not be determined. The lot number of the product was unavailable, and the device history record could not be reviewed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient initials were not made available through medwatch form and have not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through voluntary medwatch report # (B)(4) that the patient arrived at the clinic on (B)(6) 2024 with a damaged modular cable. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage. The modular cable was replaced.